Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) was missing a protective cap on the front of the device and the clip was broken off the back of the device. It was also determined at analysis that the internal electrical connector contacts were corroded. The hanger, hanger cover, I bail, and bail attachment cover are missing. The upper case is damaged. A request for authorization to decommission the epg was sent to the customer, as the device is no longer serviceable. The epg was returned to the customer unrepaired as per request. The epg was returned with a do not use this device notice. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was missing a protective cap on the front of the device and the clip was broken off the back of the device. There was also a request made for preventative maintenance. The epg was returned for service and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.